Manufacturer narrative:
Conclusion: the device investigation revealed that the reference electrode wires connecting to eap _ rg protectors are broken. In addition fatigue wire breakage of one active electrode channel was found at the same location of the header area. The pattern of damage is indicative for wire breakages by small mechanical loads applied over some period of time. It cannot be confirmed if the damages to the reference electrode wires are also due to the same reason or due to single short term impact. Additionally, a short circuit between two electrode channels was observed, which was also present whilst implanted. However, the location of the short circuit could not be found. The device investigation did not reveal any device defect or malfunction, which could explain for the reported pain. This is a final report.

Event description:
The patient reports pain when using the opus 2 speech processor. The patient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reports pain when using the opus 2 speech processor. Re-implantation is scheduled for (B)(6) 2015.